Manufacturer narrative:
Insulin pump received with minor scratched display window (not crack) and cracked reservoir tube lip. Pump also received with missing segments due to cracked lcd zebra connector.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was bumped and it caused damage to display screen. Customer reported that information on display screen could be viewed partially and there was a line going through the middle of display screen. Customer's blood glucose was 78 mg/dl. Customer was advised that insulin pump would need to be replaced.